Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. The reported problem "the camera rotates by itself" was not confirmed. Failure analysis could not reproduce the reported failure. No problem was detected related to the alleged issue. There was laser marking on housing of the camera instrument. The endoscope failed functional test- distal tip straightness.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any complaints related to this product. A review of the logs for the 8mm 30 degree endoscope (part # 470027-62 /sn # (B)(4)) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2021 on system (B)(4). The endoscope has maximum of 2000 uses. The alleged event occurred on the 86th use of the endoscope. The endoscope has been used in subsequent procedures after this reported event with no further issues reported. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the camera rotated by itself. It was alleged that the endoscope moved freely with uncontrolled motions with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the issue to occur. There was no report of patient harm, injury or adverse outcome due to the event. However, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera rotated by itself. The procedure was completed with a spare endoscope with no reported injury. Intuitive surgical, inc. (Isi) has contacted the customer to attempt to obtain additional information related to the reported event. However, as of the date of this report, no additional details have been obtained.